Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: g2 - report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nineteen (19) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the nozzle could not be determined since whether reprocessing was practiced in accordance with instructions for use was unknown and it was confirmed that the foreign material residue point was free from deformation (no physical damage). The event can be detected and prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. The plastic distal end cover had a scratch, and the light guide lens had a crack. The adhesive around the light guide lens and objective lens were both peeled. Switch 1 had a scratch and the paint on the suction cylinder was peeled. The suction cylinder was also shaved. The image guide protector had a cut. The forceps elevator lever had a scratch, and the forceps elevator knob had a scratch. The up/down knob had a scratch. Because the suction cylinder was shaved, the suction value did not meet the standard value. The adhesive on the bending section cover had a crack and the bending tube was deformed. Due to wear on the forceps elevator lever, the up/down knob could not be locked securely. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had a scratch and dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full e1 address establishment name: (B)(6) clinic.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in nozzle. There were no reports of patient involvement.